Event description:
It was reported to vyaire medical that error 389 - "no o2 dosing possible" is no longer active on bellavista 1000; however, after startup on (B)(6) 2021 @ 13:34:41 unit alarm with nt error 4, alarm 401 "inspiration valve or device leaky" and 240 "temperature of blower too high"; inspiration valve loss step failed; temperature reach 139.9 degrees and unit alarm with alarm 316 "blower failure", 240 "temperature of blower too high" and 401 "inspiration valve or device leaky." There was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Reviewed the files again that was sent by the customer and found that during the blower check, the speed blower is around 19836 rpm, while the current is far too high at 2.59a. Verified with vyaire technician and asked the customer to swap the blower and to perform the blower test again. Waiting for customer's response. No root cause has been determined yet because the investigation is still on going.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. However, investigations performed on similar cases reported previously from this install base and it shows that extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, which caused a build-up of debris and eventually generated resistance to the blower rotation. Ultimately, this caused the blower damage due to overheating. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.